Event description:
Pt underwent successful pta of the right renal artery; however, the pt had shearing off of the wire. Several attempts were made for retrieval, however, was unsuccessful. The pt had to undergo an add'l procedure for local femoral arterectomy/retrieval and removal of retained wire. Dates of use: 2008. Diagnosis or reason for use: renal artery stenosis. Event abated after use stopped: yes.